Manufacturer narrative:
Additional information was provided in a.2., d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the distal area (broken haptic portion returned). The other haptic is slightly bent in the gusset and distal area. The optic is cut into pieces, typical of insertion and removal. A used qualified cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does have evidence that it was placed in a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were provided. The reported broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol was inserted into the eye, unfolded and the surgeon noticed that the haptic was broken off. The haptic and lens were removed. An enlarged incision was required as result of this event. In the surgeon's opinion, there was no further explanation available as to the cause of the event. Additional information was requested and received.